Manufacturer narrative:
E1. Initial reporter address 1:(B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 5mm from the tip and is approximately 11mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.